Manufacturer narrative:
(B)(4). Service engineer evaluated the device and cleaned the safety valve which resolved the issue. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator generated an error which rendered the ventilator inoperable. The ventilator was not in use on a patient at the time the event occurred.